Manufacturer narrative:
The pod was not returned for evaluation. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. The customer's failure to prepare the skin (i.e., disinfect) prior to applying the pod may have been a contributing factor to the resulting skin infection. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat. If infection is suspected, immediately remove the pod and contact a health care provider. A review of lot qualification records could not be performed as the lot number was not provided. Insulet has initiated action to determine if marketing can improve education and training related to this topic.

Event description:
A customer reported an "infection at the insertion site on his arm" which required him to seek medical attention. His doctor treated the infection with an antibiotic shot and a series of antibiotic pills to resolve the issue. The customer said he "applies the pods after showering but is not preparing the site prior to applying the pod" and not using any additional products. Customer care suggested that he prepares the site using alcohol to remove any soap residue or other skin products and to allow the site to air dry prior to applying a pod. The device will not be returned for evaluation.